Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was quadriplegic who was reliant on intermittent catheterization. They were extremely prone to urinary tract infections which can cause irreparable damage to my health including, but not limited to-spasms, autonomic dysreflexia, hypertonia, kidney stones, kidney infections, bladder infections, sepsis. My product lacked sterile gloves that are pertinent for the process to be clean and sterile. Per customer follow up received on 27 aug 2024, it was reported that they received catheter kits with no gloves included. Customer was very concerned about the kits not including sterile gloves and it put them at risk for infection. Customer stated that they had 2 urinary tract infections while using the kits with no sterile gloves. Customer had to visit a doctor to treat their infection and was given antibiotics. Hx- quadriplegia.